Event description:
It was reported that the patient had been home in bed resting ever since the implant, and he was urinating "a lot better now than before the implant, and they just jumped into this quick without trying other procedures or means first before implanting this." Last night "was the first time he went to the bathroom and it wasn't a strong stream like it was earlier in the day." It was noted that the patient was (B)(6) for almost 20 years because of a blood transfusion and had many specialty doctors. The patient had lower back problems as well, herniated discs, and 2 knee surgeries. The first day after the implant the patient wasn't feeling very well and could still feel the effects of the anesthesia. Medication the patient took could "take its toll on his body as well." It was noted that "when I had implant I was getting high intensity electrode shock in the area it was designed to be tapped into, and yesterday I noticed that its very faint." It was noted that programmer training was ineffective because patient was still under the effects of anesthesia. It was noted that the patient was not trained adequately on using the device. The patient was dissatisfied with their hcp (health care provider's) service. The patient had a follow up appointment in december. (B)(4); it was also reported that the patient was experiencing a loss of therapeutic effect and stimulation in the wrong location. The patient noted: "feeling pulsating this morning, but its on and off." Last night, he wasn't "hardly feeling it at all." The patient used the patient programer but was confused about a screen which showed the ins was trying to communicate with patient programmer. It was noted: "last night and before I went to bed I stopped feeling it and the symptoms weren't the way it was when I had it implanted." The patient had been in bed while healing from surgery. The patient was "feeling it in my legs, and it seems like its bouncing back on my back by my hip and it travels down my butt cheek into my testicle area, it bounces back and forth." The patient programmer was showing stimulation was on, and the patient was at program 2 at 1.5v. The patient increased it to 1.6v and was feeling comfortable stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation: product ID 3889-28, lot# va0989b, implanted: (B)(6) 2013: product type lead; product ID 3037, serial# (B)(4): product type programmer. (B)(4).